Event description:
Our anesthesia staff report a concern in regards to a potential patient safety issue relating to a new lid cardinal health is supplying with their suction canisters. We had been using a 1500cc suction canister from cardinal health for quite some time with no issues. Mid july the product started arriving with a different top to the canister. Our anesthesia and or staff have expressed concerns relating to our original lid having a large filter with a protection valve on top which trapped mucous, blood clots, etc whereas the new lid only has a small filter with no protection valve. Our anesthesia staff brought this concern to the attention of the manufacturer and have been given a letter dated 7/21/10 which states "cardinal health has recently made several changes to the crd liners used for suction and fluid collection. One of the changes is the elimination is the replacement sic of the mechanical filter/automatic shut off with a non-mechanical ppv (plastic porous valve) filter automatic shut off mechanism." The letter also indicates they have performed testing with a mucous like build up on the new filter and the flow was only slightly impeded at 50% coverage. Our concern is for extreme cases (with 75 - 100% buildup) as our systems are not set up with secondary liners if the first gets restricted. This letter is concerning to us as it is confusing as to whether they "eliminated or replaced" the mechanical filter/automatic shutoff. This concern is not limited to our operating room as this product is utilized in various areas of our hospital. We were able to pull together enough of the old style lids to get us by until we were able to find a product we are comfortable with using. Our or has now been retrofitted with a new flexible canister which features the old style lid we preferred (new item described as liner suction 1500cc flex advantage 1500cc liner product code #65651-920c). We are still working through the issues of fitting the other areas of our hospital with the newest replacement canister.====================== health professional's impression======================staff feel there is potential for smaller filter to get impeded by mucous or clots, etc....====================== manufacturer response for 1500 cc suction canister lid, cardinal health======================we have been working with the manufacturer to find a product our facility feels comfortable using.